Event description:
During the device evaluation it was found out that the pump alarms when switched on and shows error code 41541. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing product error code 41541. It was determined that the root cause was due to fluid ingression to the downstream occlusion sensor and latch lock sensor. The service history review had no indication that the complaint was related to a service of the device within the review period.